Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating and all drawers were failing to be detected on the bus. A field service engineer (fse) identified that the network port was deactivated, so the station was connected to an alternate active network port, restoring communication. The hospital information technology (it) team was informed and advised keeping the device connected to the alternate port until the original port was evaluated. Additionally, a longer network cable was installed to replace the short customer provided cable, and the pyxie bus cables on the main and auxiliary units were rerouted, which resolved the drawer detection issue. Post-repair, the customer tested the station and confirmed that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating and was on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.